Event description:
The customer stated that her meter had been reading high. On one occasion, she was not feeling well and her blood glucose was 23 mg/dl. She was taken to the hosp by her husband. She was released after 3 hours. No other info was provided about any treatment the pt received. The customer did not have any test strips left, but the meter will be returned for eval.